Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4) 2015 ventricular sensing integrity counts up to 116222. On (B)(4) 2015 non-sustained ventricular tachycardia episodes occurred with evidence of lead noise oversensing. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since the week of (B)(4) 2014, the maximum right ventricular capture thresholds held steady at 2.5v and the minimum rv capture thresholds varied between 0.875v and 2.5v. (B)(4)

Event description:
It was reported that the right ventricular lead had excessively high threshold and oversensing of noise was noted on stored episodes. Light traction was applied, but the lead did not move. The lead was capped and replaced. No patient complications have been reported as a result of this event.